Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Therefore a cause of undeterminable will be assigned to this complaint. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that during coil embolization of an aneurysm of the bronchial artery, the main coil was repositioned several times. When the coil was reinserted into the microcatheter, resistance was experienced. As a result, it was decided to retrieve the coil. In the process of retrieving the coil, the coil prematurely detached at the detachment zone within the microcatheter. There was no impact to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization of an aneurysm of the bronchial artery, the main coil was repositioned several times. When the coil was reinserted into the microcatheter, resistance was experienced. As a result, it was decided to retrieve the coil. In the process of retrieving the coil, the coil prematurely detached at the detachment zone within the microcatheter. There was no impact to the patient.